Manufacturer narrative:
The information provided int eh event description indicated that the surgeon removed the acn end cap (please refer to MFR report 9680825-2014-00003) and a locking screw in the hospital wound care center on (B)(6) 2013. A technical evaluation of the locking screw that was removed was not possible as the device has not yet made available for the investigation. Unfortunately, no info about device code and lot involved is available, therefore, it is not possible to perform any technical investigation or review of the historical data on the specific production batch. Medical evaluation: the information made available on the event together with a copy of the operative report and the xrays were sent to our medical evaluator. Please find below an extract of medical evaluation. " this pt had complicated history with diabetic peripheral neuropathy leading to a charcot ankle. The ankle arthrodesis nail was inserted in an uneventful procedure. As described the operation and the procedure are entirely appropriate for this pt's condition. At operation on (B)(6) 2013 the end cap of the arthrodese nail was inserted correctly, and looks as it should on the x-ray of the time, which is an image intensifier view presumably intraoperatively. Exactly 6 weeks later an x-ray showed that the end cap had separated. It was removed that day together with one of the transverse screws, the distal one, which looks as though it maybe extruding in the image (but an ap film is required to confirm this). There is no obvious reason for this. The most likely reason is the one suggest by the surgeon, that the pt has been weightbearing. In a charcot ankle it is impossible for the pt to be aware of how much load he is putting the leg with weightbearing, and the usual result is excessive loading which is not a good idea postoperatively, when the ankle is so diseased anyway. It highly likely that this pt was loading his ankle more than advised and this is the reason for end cap and locking screw extrusion. This pt should come to no harm provided, he obeys instructions." Orthofix (B)(4) has requested further information on the event such as an ap xray, copies of the revision surgery operative report, code and lot of the locking screw that was removed and devices availability for the technical evaluation. Unfortunately, this information has not yet made available. As soon as further information and/or the results of the investigation will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon name: dr. (B)(6); date of surgery: (b)(6 2013. The end cap separated from the retrograde angle compression nail. The original surgery was on (B)(6) 2013. X-rays were taken on (B)(6) 2013, showing the distinct separation of the end cap from the nail. Physician removed end cap and lateral-medical calcaneal screw in the hospital wound care center on (B)(6) 2013. Pt has diabetic neuropathy and poor bone quality, and may have been prematurely weight bearing. The complaint report form indicates: the device failure caused adverse effects to pt; the surgery was completed with used device; no clinically relevant increase of the surgical procedure; an additional surgery was required; copies of operative report and copies of x-ray images are available. On (B)(6) 2014, orthofix (B)(4) received the following information: the report states that the removal of the end cap and screws was done on (B)(6) 2013. I have requested the devices that were removed and the op report concerning that removal. The end cap part number involved is 99-t770005 lot v1311329. I have requested the ap x-ray from the tm as well. (B)(4).